Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose due to bent canula. The customer¿s blood glucose value was 464 mg/dl. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that high blood glucose was due to a previous infusion set that had a bent cannula and was presently putting a new set but needed to change the fill cannula. The insulin pump will not be returned for analysis.